Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The connector pins were repaired and reseated into the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would shut down during use. No patient injury was reported.